Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during the lung cancer surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button would not work. Used manual override lever to return knife. Opened the device manually with big force. There were no adverse consequences to the patient. No additional information can be provided.